Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor with the ilet, resulting in failure to establish cgm communication; the user had no alerts, and customer support guided toggling the cgm setting on the pump and re-pairing the sensor, after which the device displayed the connection indicator spinning. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or medical care. Investigation included customer support troubleshooting and user education. Investigation of this case revealed that the device and cgm required re-pairing and that the system displayed an active connection attempt. It was concluded that the event involved a communication and connectivity issue between the cgm and the pump that was addressed through troubleshooting steps.